Event description:
I had essure implanted on (B)(6) 2013. I was not told that the device has nickel in it (I am allergic). I started having side-effects within days. My hair and eyebrows started falling out, I developed mystery rashes and hives, depression, severe abdominal pain, I've been on my period since then (today is (B)(6) 2014) with the exception of 4-6 non consecutive days a month, migraines, weight gain 40 pounds and counting), bloating, night sweats, anxiety, leg cramps, irregular heartbeats and pain in the chest, shakes in hands and feet, all-over swelling, insomnia but I'm always tired, lack of energy, mood swings, back pain, joint pain, occasional sight problems, constant metallic taste in mouth, just to name a few. I went for my dye test in (B)(6) and the doctor advised me that the coil on my left side successfully blocked my fallopian tube but on my right side it was missing and he said that I must have passed it because there was no sign of it. From that day until (B)(6) I had even more severe cramping comparable to child birth, severe bleeding, sweats, fevers, I was bedridden most times because I was in so much pain. Then I went to use the washroom and discovered that I had passed the "missing" coil. Some of the symptoms were less intense after this but they are still there and I have to live with them each and every day.